Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) & one (1) unknown screw were returned for investigation. Visual evaluation of the as returned products identified the implant is fractured at the collar, and a fractured screw stuck in the abutment. The non-reported crown and abutment were attached to the top portion of the implant. There was human bone attached to the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture). Pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 30 and was used for approximately 4 years 3 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (62837782). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62837782) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. In addition, a screw fracture was also identified and confirmed following evaluation. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. K011028, k013227.

Event description:
It was reported that patient had a fractured implant in site number 30. There was no injury to the patient. No surgical intervention and no delay in procedure. No relevant patient history reported.